Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting, tandem technical support confirmed that the touch screen was functioning as intended. Additionally, the customer reported receiving an inaccurate fill estimate after the cartridge was filled with approximately 500 units of insulin. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level ranged from 200-300 (mg/dl), and was addressed with a correction bolus. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.